Event description:
In this event, it is reported. That automatrix shaft broke, during use.

Manufacturer narrative:
While no serious injury resulted in this event. If this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable, per 21 cfr part 803. The device is available for evaluation. Though, results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Returned product was 1 flexshaft date code 1023 with coil deformation/weld failure causing the product to not function properly. CAPA-2023-519 opened to address automatrix flexshaft assemblies breaking for product manufactured by sarasota since september 2022 (date code 0922) through implementation date of (B)(6) 2024 (date code 0524). Complaint is considered substantiated. There is no batch information provided in case and therefore DHR review and retain evaluation cannot be conducted.